Manufacturer narrative:
The reported field event of a memory error and diagnostics anomaly was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and analysis of the device image indicated that memory corruption occurred during the manufacturing process. Device functionality was normal after reloading the product code and the memory corruption could not be reproduced.

Manufacturer narrative:
Supplement report is being submitted to update.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiac monitor exhibited a memory error. A diagnostics anomaly was suspected. No patient involved. The device was not used.